Manufacturer narrative:
Continuation of medical devices: 4092-58 lead implanted: (B)(6) 2010; dtba1d1 crtd implanted: (B)(6) 2015 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection and pocket erosion. A temporary pacing lead was implanted and a replacement device was later implanted. No further patient complications have been reported as a result of this event.